Event description:
During a lobectomy procedure, the staples did not form properly. The surgeon resected the malformed staples and applied suture to complete the procedure. The hospital reported that the pt's status is satisfactory.